Manufacturer narrative:
Pr#: (B)(4).

Event description:
The customer reported the device fails to boot up, shows philips logo screen then reboots to blank screen. There was no report of patient involvement.